Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -6.0/1.0/173 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022, the lens was removed and the replacement lens was implanted horizontally due to low vault without rotation. Reportedly, "the 12.6mm/t1063214 crystal was implanted vertically and the 12.6mm/t1083410 crystal was implanted horizontally." The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).